Manufacturer narrative:
Date sent: 01/23/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device locked on the vessel. Other devices were used to ligate above and below the original device, and then the device jaws were pried open and pulled off the vessel. Another device was used to complete the case. There was no adverse consequence to the patient.